Event description:
It was reported that patient presented in clinic for follow up. Patient received inappropriate anti-tachycardia pacing therapy due to post-paced t-wave oversensing via review of stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.